Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An a1114 slipped lacerating the patient. It was reported by the neuro coordinator that the rocker arm side was to blame.